Event description:
It was reported that stent damage occurred. The target lesion was prepared and a 3.00 x 48mm synergy xd stent was selected for treatment. However, while inserting the synergy xd stent, a stent strut lifted. It was noted that the stent strut became damaged and broken. The procedure was completed with a different device and no patient complications resulted in relation to this event.